Event description:
It was reported that a patient¿s trial started on (B)(6) 2013 and the patient got great results the first two days of the trial and significant improvement but the other days were not as good as the first two days. It was noted that the patient thought that the leads were moving and on (B)(6) 2013, it ¿hit a motor center¿ and the patient ¿went through the roof.¿ it was reported that the patient spoke to a manufacturer representative the day after the trial started and told him that she was getting great results on the right side and she was ready to try the left side. The reporter stated that the manufacturer representative said that since the patient was getting good results she didn¿t want to risk not getting the spot again and the patient response was ¿ready to implant.¿ it was reported that the patient was told that she may find that symptoms may not be as relieved as they were initially because the leads move and were not permanently implanted. It was noted that the patient could tell the lead was starting to move on (B)(6) 2013 because it ¿must have hit a motor fiber¿ and all of the sudden it shot down her legs, she couldn¿t move, and she had not had the pain that she usually got. It was reported that it was getting back to where the patient could not fully empty the bladder again and the patient had a feeling of urgency and frequency. It was noted that the patient went a 4-5 hours stretch without going to the bathroom, which never occurred and the patient was pleased with the result but noticed that she had to increase stimulation. The reporter stated that the lead went back on position on (B)(6) 2013 ¿like it hit the motor center¿ and the patient had one internal hemorrhoid from delivery of a baby and the patient ¿never had any problems.¿ it was reported that the lead must have shifted and started to stimulate the fiber for two hours and then the leads must have shifted. It was noted that the patient was not following the healthcare professional¿s orders like lying on the sofa and relaxing. The reporter stated that the patient may be taking the medication flomax the day of the report to help with emptying the bladder fully because the lead placement had shifted. It was reported that the patient was doing really well at first and was getting some urethral pain, and within the past three weeks she had to go back to a pain specialist and get vicodin and the patient probably had damage from a sling removal in (B)(6). It was noted that the patient was 96 percent better since the sling was removed. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).